Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unexpected power loss alarm. No harm requiring medical intervention was reported. Customer stated they did not receive a low battery prior to replace battery now alarm. Customer stated the battery was not previously used. Customer reported the insulin pump was not dropped. Customer stated there were not unattended alarms. Customer stated this was not the second occurrence of off no power without a low battery warning. New battery resolved the issue. The insulin pump will not be returned for analysis.